Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no defects were found. A functional evaluation was performed on the returned device and no defects were found. Pressure and flow values, and equipment functions are within the parameters. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics 25 control was unregulated as it was outputting a very large amount of serum flow despite trying to decrease the flow. The procedure was completed with the same device. There was no surgical delay and no further complications were reported.